Manufacturer narrative:
Per additional information received from the clinical specialist, it was confirmed that the reported complaint was a malfunction with a disposable temperature module from another manufacturer who has been made aware of the reported complaint.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) was displaying variable temperatures on the cardioplegia and myocardial module. They restarted the unit and the issue resolved itself. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.